Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked from the connection to the heater bag during therapy. The patient was connected. The patient stated that the heater bag line disconnected from the cassette. Renal therapy services advised the patient to close all clamps, remove cassette and end therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.